Event description:
A malfunction was reported on the pump, but there were no notable events leading to it. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact on the blood glucose level. The customer reverted to an alternate method of insulin therapy.